Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited backup operation with active high voltage therapy. On (B)(6) 2017, the asymptomatic patient presented in clinic and the device was reprogrammed.